Manufacturer narrative:
Unit received with a blank display due to corroded electronic assembly. Pcb1 was heavily corroded around the battery connectors, the connectors connecting pcb2 to pcb1, and on the back of the lcd display. Unable to perform functional tests including displacement and self tests due to the blank display.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture. The customer¿s blood glucose level was 156 mg/dl at the time of incident. Customer stated that there was fluid under the display. Customer stated that the bottom side of the insulin pump was damaged. The product will be returned for analysis.